Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. During review of the processes, it was determined process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle is clogged/blocked. The following information was provided by the initial reporter: "needle is clogged." Response received: 1. Are you able to provide the dates of the events in the format of dd-mm-yyyy? If unknown, can state unknown. (B)(6) 2023. 2. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Customer has 9 boxes. 3. How many occurrences happened? (In numbers) I am not sure. 4. How was the patient outcome? Are there any clinical signs, health consequences or impact? 5. Any adverse event or serious injury reported to patient or health care professional? Customer tells me they would stick the patient with the needle and syringe and have to remove it because the meds/vaccine could not be administered to the child because the needle was clogged.